Event description:
Information was received from a healthcare provider regarding a patient who was receiving hydromorphone (2 mg/ml at 832 mg/day) via an implantable pump. It was reported that during the patient's refill appointment a volume discrepancy was noted. The caller expected to withdraw 2.9 ml from the reservoir but was unable to aspirate any fluid. The programming was verified to be accurate and consistent with the last refill. The patient was not exhibiting any signs or symptoms of overdose or underdose. There were no active alarms, except for code 44, which appropriately indicates that the patient is due for a refill in two days. The last refill was on (B)(6) 2025, and the next scheduled refill was (B)(6) 2025. The hcp reported attempting aspiration three to four times, noting good needle entry with a shallow angle, but experiencing strong suction with no signs of a pocket fill. The patient typically receives refills every six weeks and has a 20 ml pump. The caller added that the patient has approximately 10 months remaining before pump replacement. The hcp inquired whether the presence of air in the tubing would result in the patient being without drug for several days. Tech services confirmed that the patient would be without drug delivery for some time if air were present. The hcp was advised to consider catheter revision or pump replacement, as they expressed skepticism about refilling the pump today. The issue was not resolved, and the caller stated they would contact their local medtronic representative for further in-person assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.